Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Insulation damage was suspected, however, x-ray imaging was performed and no lead damage was observed. Provocative testing was performed and the noise was able to be reproduced. No intervention has been performed at this time. The patient is in stable condition and will continue to be monitored.